Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon visual and functional inspection, no deformation or breakage was discovered. The sleeve is fully functional and operated as designed. Conclusion: a plausible root cause could not be determined as no issues were discovered with the product.

Event description:
It was reported that trauma surgeon at uw madison was trying to remove two iliac bolts. One bolt came out. The other did not come out. They ended up removing the tulip from the screw and leaving the bolt in.

Event description:
It was reported that trauma surgeon at (B)(6) was trying to remove two iliac bolts. One bolt came out. The other did not come out. They ended up removing the tulip from the screw and leaving the bolt in.